Event description:
Patient's mother states that during priming of infusion set, the insulin is flowing from the tubing before the pump piston meets the reservoir. There was a noticeable gap between piston and reservoir. Patient's mother states that the same malfunction occurred three days prior to this event. The malfunction was solved by changing the infusion set. Malfunction occurred prior to use.

Manufacturer narrative:
(B)(4). Evaluation summary: one used device was returned for evaluation. Used device: the tubing was visually inspected for any tears or cracks on the tubing it self and on the attached connector parts. Furthermore, a flow test and a p-cap connector vent test were performed. The membrane in the p-cap connector was humid and the sample also failed the p-cap connector vent test. Unused devices: no unused devices returned for eval. Reference samples: the reference material was tested and found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in no similar complaints for the involved lot number 8200919. No relevant deviations during manufacturing were recorded.